Event description:
In this case, the customer reported that the CT number of lung nodules on images from the ict system showed cystic mass (hu=-20), but the trained professional believed it to be a solid mass. The trained professional decided to rescan the pt on a different CT system and the resulting images indicated the nodules were solid mass. The tissues' pathology confirmed that the nodules are solid mass.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of this investigation. (B)(4).